Event description:
Date of receipt: 2024-08-13. Injury (patient / other): no. Device possibly involved in violation: no. Device available for examination: yes. Detection site: 2 - during application. Origin: nursing staff. Complaint: valve removed. Product information: article no.: 50-7050/v001 - pleurx¿ pleura catheter. Additionally affected item no.: 50-7050/- - pleurx¿ pleural catheter. Additional information: description of issue (what / why): valve removed. How often defect occurred: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: valve change photo / sample available: yes. Leakage: yes. Successful drainage: yes. Impact to patient: no indication for that / not applicable. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2024. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: ewimed employee. Procedure performed at: home. Replacement requested: no. Credit requested: yes. Closure letter needed: yes. Additional information: information on the error pattern: fault location: valve. Type of fault: detached (does not hold, slipped out).

Manufacturer narrative:
Pr (B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0501. Patient problem code: f26.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
Injury (patient / other): no device possibly involved in violation: no additional information: description of issue (what / why): valve removed how often defect occurred: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: yes leakage: yes successful drainage: yes impact to patient: no indication for that / not applicable exposure to blood / bodily fluid: no course of treatment changed due to event: no time catheter in place: 18.06.2024 connected device (pleurx/peritx/brand) 50-7050 procedure performed by: ewimed employee procedure performed at: home replacement requested: no credit requested: yes closure letter needed: yes additional information: information on the error pattern: fault location: valve type of fault: detached (does not hold, slipped out) please review the response received during follow up: - was the catheter valve disconnected from the catheter? - yes - if yes, was the clamp open when valve disconnected from the catheter? - not known - was there any damage noticed on catheter valve? - not known - was the valve cracked or broken? - not known - was there leakage occurred at the catheter valve? - not known - where is the catheter located? Abdomen or chest - 18.06.2024.